Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported while on step 9 of treatment end screen, then the cassette was removed, there was fluid leaking inside the cassette chamber. The patient confirmed that there was fluid inside the pump module. The patient was not able to complete treatment. The cycler will be replaced

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported while on step 9 of treatment end screen, then the cassette was removed, there was fluid leaking inside the cassette chamber. The patient confirmed that there was fluid inside the pump module. The patient was not able to complete treatment. The cycler will be replaced